Event description:
On 17-sep-2025 the user¿s caregiver reported insulin leakage from the cartridge during filling. The caregiver stated that the cartridge appeared visually normal but leaked insulin while being filled with a syringe. The agent instructed the caregiver to discard the leaking cartridge, use a new one, and refill with insulin, ensuring no air bubbles. The replacement cartridge filled successfully and the supply change was completed without further issues. The caregiver reported that blood glucose (bg) was not affected and no injury occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.